Event description:
It was reported that during surgery, when the surgeon bent the rod with the french bender, the rod was broken.

Manufacturer narrative:
Method: device inspection and device history review. Results: rod was confirmed to be fractured upon visual inspection. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the ultimate cause of the fracture is unknown, but likely dependent on site specific loading conditions (including the location, direction, amount, and speed of loading) as well as the severity of the bending angle and the orientation of the laser marking relative to the bending direction.

Event description:
It was reported that during surgery, when the surgeon bent the rod with the french bender, the rod was broken.